Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device info - expiration date ni. Manufacture date ¿ ni. Zimmer biomet (B)(4) and packaging supplier are in the process of initiating modifications to address reported issue.

Event description:
It was reported that two units had unsealed inner sterile packaging, resulting in polymer leaking out. Another unit was available to complete the procedure without patient injury or a delay in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Device availability - date returned to manufacturer - unknown. Review of device history records show that lot released with no recorded anomaly or deviation. Visual inspection of the inner pouch found the supplier sealing was opened partially. Corrective action has been initiated for the reported issue.